Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the escape button due to corroded keypad traces. No button error alarm noted. However, the insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked reservoir tube lip and a missing the end cap sticker.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to a high blood glucose level of above 480 mg/dl. She was in intensive care unit for four days. The customer had a diabetic ketoacidosis. She was wearing her insulin pump at the time of the 911 call. Her current blood glucose level was 505 mg/dl. She received a button error alarm. The customer was advised to disconnect from the insulin pump and revert to a backup plan. The product will return. Nothing further to report.